Event description:
It was reported that the customer was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 21 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer's doctor stated that the customer had continued to experience low blood glucose levels even after discontinuing use of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.